Event description:
The user facility reported that during a patient procedure with the slide extended, hospital personnel needed to rotate the table 90 degrees and released the floor locks. The table began to tip and the head of the table was caught and supported by the staff members. The table was moved the 90 degrees needed and the floor locks were relocked. The procedure was completed successfully and no injuries to hospital staff or patient were reported.

Manufacturer narrative:
A steris service technician inspected the table and found it to be operating properly; no issues were noted and the reported event could not be duplicated. The hospital personnel did not follow the proper procedure per the operator manual. The operator manual states, "warning-tipping hazard: do not place patient on the table unless floor locks are engaged." Steris conducted in-service training on the proper use and operation of the table on (B)(4) 2012.